Event description:
It was reported that the customer received an occlusion alarm during basal delivery. Reportedly, there were cracks on the cartridge. There was no impact to customer's blood glucose level. Customer successfully loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.